Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product evaluation. Visual examination of the returned product identified the elbow torque driver returned shows signs of use. The end of the driver has fractured off of the device and the fractured piece was not returned with the device. Optical images of the device fracture surface exhibit river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a metal piece projecting immediately lateral to the humeral component at the level of the axle pin may possibly represent a broken tip of the screwdriver. Per the device surgical technique, the user is instructed to "tighten the screws to the prescribed torque." Under proper use, the driver should experience torsional forces. As analysis of the returned device identified the fracture is due to bending overload, the root cause of the reported issue is attributed to use error. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the operation was performed, during postoperative x-ray imaging, the doctor discovered a piece of metal near the humeral component. The shape of the piece closely resembled the tip of a screwdriver. Upon inspection of the screwdriver, it was found that the tip was fractured. There are currently no plans to perform surgery to remove the broken piece. It was reported that no further information is available.